Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed. The device evaluation found the following: the front panel flashes due to a malfunction due to deterioration of mesh turret, the front panel flashes due to malfunction due to deterioration of filter turret, and a burned inlet fuse box. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the visera pro xenon light source pilot lamp on the front panel is not lit properly. (Blinking high brightness mode). The issue was observed during preparation for use. No reports of patient harm were associated with this event.